Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 9/26/2019 to 9/30/2019. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter's phone number extension: (B)(6). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the trigger of the small battery drive device triggered. The reporter further clarified that the trigger was locked, which meant that when the trigger was pressed, it did not return to the previous position. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.